Manufacturer narrative:
Calibration and qc were acceptable. The field service engineer repaired the main pump, decontaminated the system, and adjusted the rinse arm washing and the gear pump. The service actions (repairing the main pump, decontaminating the system, and adjusting the rinse arm wash and the gear pump) resolved the issue. The root cause was consistent with a maintenance issue/adjustment.

Event description:
We received an allegation about discrepant results for 1 patient serum/plasma sample tested with iron gen.2 (iron2) assay on a cobas 8000 cobas c 502 module when compared to a different module. On (B)(6) 2024, the sample was initially tested and resulted in an iron2 value of 40.7 g/dl. The customer questioned the result. No questionable result was reported outside the laboratory and the sample was then repeated on (B)(6) 2024. 1st repeat result: 27.2 g/dl. 2nd repeat result: 25.4 g/dl (tested on another module). The 1st repeat result of 27.2 g/dl was deemed to be correct.

Manufacturer narrative:
The iron2 reagent lot number was 752909. The expiration date was not provided. Calibration and qc were acceptable. The customer performed a comparative study between the modules where 5 samples (known results) were processed. The obtained results were all as expected. The investigation is ongoing.